Event description:
It was reported that this device was exhibiting premature battery depletion. A decrease of approximately 3.5 years was observed. It is intended that this device will be replaced in the following weeks. This device currently remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this device was exhibiting premature battery depletion. A decrease of approximately 3.5 years was observed between follow-up visits. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is not expected for return as it was discarded at the hospital.

Manufacturer narrative:
This device is not expected for return as it was discarded at the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.